Manufacturer narrative:
Pump passed displacement test, prime, excessive no delivery test,self test, and error test. Pump passed all operating currents tested with in the spec range and passed off no power test. No missing segments/partial display noted. Unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the plastic on top of the reservoir compartment has chipped off. Customer's blood glucose was 90 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.